Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported a cartridge alarm occurred during the load sequence. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.